Event description:
It was reported that during a cholecystectomy procedure, the blade was broken off during use. Another device was used to complete the procedure. There were no adverse consequences for the pt. Add'l info obtained: the blade was broken outside the pt when the blade was wiped with gauze. No pieces were left in the pt's body.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.